Event description:
During stenting of the common bile duct, the physician used a cook endoscopy oasis - one action stent introduction system. Once the stent was in place inside of the duct, the physician experienced difficulty removing the guiding catheter of the introduction system. The proximal fitting separated from the introduction system when the resistance was encountered. This separation occurred outside the endoscope and patient. Force was applied to the guiding catheter to facilitate removal from the stent. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
This report is based on unconfirmed info submitted by others. Neither the submission of this report nor any statement in it is intended to be an admission that any cook endoscopy device (I) is defective or malfunctioned or (ii) caused or contributed to a death or serious injury. Evaluation: our evaluation of the returned device was unable to confirm the report as it was described. The pushing catheter of the introduction system exhibits a buckled area near the handle. The pushing catheter is also kinked approximately 2cm from the distal end of the pushing catheter. These areas do not affect introduction system function, but suggest additional pressure was applied to the introduction system during use. The proximal fitting has separated from the introduction system and was included in the return. During our evaluation, an 8.5 french soehendra tannenbaum stent was loaded onto the introduction system and the system was advanced through an endoscope channel in a simulated biliary position. The stent deployed as intended. Difficulty with removal of the guiding catheter was not encountered. No other observations were noted. After a review of the device history record of this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. The information provided indicated that the physician contemplated that the elevation of the endoscope (sharp angle) may have contributed to the resistance. Placing the endoscope or elevator at a sharp angle could have contributed to the reported difficulty with guiding catheter removal. Separation of the proximal fittings from the introduction system and buckled areas in the introduction system can occur if excessive pressure is applied during removal of the guiding catheter. If excessive pressure was applied to the introduction system, perhaps in response to removal difficulties, this may have caused the damage observed. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of guiding catheter removal difficulties. This product was manufactured prior to implementation of the corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.